Event description:
Report received from (B)(6) stating that the device was heating and that a cutter could not be inserted. It is known that the device was not used during surgery and that there was no pt or user injury reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.